Event description:
Reportedly, the stent was deployed without issues in the left common femoral artery, however, the tip of the delivery catheter became detached from the delivery catheter while retrieving the catheter. The tip was delivered into a side branch. The patient was reviewed later in the day and found to demonstrate patient popliteal and posterior tibial pulses with good perfusion.